Event description:
It was reported the epg (external pulse generator) was dropped. The lcd (liquid crystal display) is cracked, and there is physical damage. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery contacts are compressed. Atrial output connector is damaged. Battery release is contaminated. Lcd (liquid crystal display), upper and lower cases, and one bail cover are broken.